Manufacturer narrative:
During testing at power up, the device alarmed for 11/004 (less than 2.0 volts on lithium battery) service code alarm. During further testing leakage was noted from the disposable batteries in the battery compartment of the device. The customer reported 14/004/041 service alarm code was not duplicated during testing. The device has been identified as part of the two product recalls. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The device was returned to the service center with a report from the customer contact of malfunction code 14/004/041. No additional information was provided. This does not indicate a reportable malfunction. However, during verification testing at the service center, the device alarmed with a 11/004 (less than 2.0 volts on lithium battery) service alarm code.